Manufacturer narrative:
Investigation summary: tested 3x retained devices with positive standard. All devices yielded valid and accurate positive results at the 15 minute result read time. The customer reported given their testing volume, they are experiencing an expected rate of discordant results and they are not concerned with overall assay performance. Root cause: cannot duplicate with retains. Source: email.

Event description:
Reported 1 false negative sofia sars result for 1 symptomatic patient 24 hours after symptom onset. Patient symptoms include a cough. The customer communicated that the result was confirmed positive through send out pcr testing.